Event description:
The customer reported that their pump screen was dark and would not turn on. Customer's blood glucose was 286.20 mg/dl. Technical support instructed the customer on several troubleshooting steps, including pressing the button in a specific manner and checking the charging components, which did not resolve the issue. As a result, technical support decided to replace the customer's pump. The customer reverted to an alternate form of insulin therapy.